Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Accolade ii shaft got scratches at the cone and on the coating were pieces of fluff detected. Update (B)(6) 2017 following con call with sales rep. Sales rep. Confirmed that he was not in attendance on the day, surgeon called him on the day of the surgery, surgeon stated that he noticed fluff on the coating of the stem and removed it but he then inspected the rest of the stem and noticed "dirt" on the neck of the stem and as a result decided not to implant.

Manufacturer narrative:
An event regarding foreign material involving a accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection was carried out on the returned part (reference photographs of returned part doc. Attached ) the presence of a epoxy like substance was noted on the taper of the stem. . Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: an nc was raised to investigate the event. The nc concluded: as the analysis of the residue was silicon based,a review of the manufacturing process was conducted, it was determined that the masking tapes (4 different types) used in the coatings cell are directly in contact with the product. It was decided to send these tapes to the stryker material scientist in stryker (B)(4) for analysis. Results from second technical report confirmed that all masking tapes were silicon based adhesives and all were potential candidates for residue transfer, but it could not be concluded that these tapes were a 100% match to the residue in the customer complaint. Primary root cause of escape is likely to be the residue which was missed during routine visual inspection during subsequent down stream process steps.

Event description:
Accolade ii shaft got scratches at the cone and on the coating were pieces of fluff detected. Update 07 march 2017 following con call with sales rep. Sales rep. Confirmed that he was not in attendance on the day, surgeon called him on the day of the surgery, surgeon stated that he noticed fluff on the coating of the stem and removed it but he then inspected the rest of the stem and noticed "dirt" on the neck of the stem and as a result decided not to implant.